Manufacturer narrative:
Device was initially received for the complaint that there was a downstream occlusion out of limits. During investigation confirmed the occlusion alarm came early. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that the dso sensor have air bubble. The customer reported issue was able to be duplicated. The occlusion alarm come to early, at 0,32 bar (should be minimum 0,82 bar). The problem was resolved after replacement the dso seal and recalibrated dso sensor. The device submitted for functional and delivery tests after repair activities completed.

Event description:
It was stated that there was a downstream occlusion out of limits. During investigation confirmed the occlusion alarm came early. This malfunction makes the event reportable. There was no reported patient involvement.